Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device was extruding into the external auditory canal. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding is expected, because according to the recipient report the device was explanted as a part of the conductive link and the fmt extruded through the perforated ear drum into the external auditory canal. No available information points towards the device having caused or contributed to this outcome. This is a final report.

Event description:
Information was received that part of the conductor link and the floating mass transducer (fmt) extruded into the external auditory canal. The device has been explanted.